Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that many pyxis machines were on critical override. A technical support specialist (tss) ran downtime query and found multiple interfaces in a disconnected state. Remote support service (rss) further showed carefusion coordination engine (cce) server plxcce01 in critical status with the c: drive fully utilized, and the case was escalated to integration engineering support team (iest). Further investigation by dialing into plxcce01 confirmed cce services were running but mbms were not functioning due to low disk space (approximately 7gigabytes free on c:). Restarted cce services, performed disk cleanup, and moved the pagefile from c: to d:, increasing free space to approximately 11gigabytes. Following these actions, interface services recovered and messages began crossing successfully. The findings and resolution were communicated to customer, and customer acknowledged and confirmed to engage interface technology (it) to increase disk capacity to prevent recurrence. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server went to critical override mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.